Manufacturer narrative:
According to the reported event information, excessive calcification made the sizing procedure difficult. Additionally, it was reported that the valve likely folded due to external pressure applied during the removal of the vent. As no device problem was identified during investigation of the returned device, the event can reasonably be attributed to procedural factors, including possibly concomitant oversizing and external pressure applied during vent removal.

Manufacturer narrative:
Visual inspection of the returned device was performed and did not reveal any anomalies or pre-existing defects. A simulation of the collapsing, deployment and ballooning phases was performed in both a 23 mm and 21 mm silicon aortic root. No problems were encountered during the simulations, and sealing at the annulus level was confirmed. No anomalies or particular deformations were identified at the annulus level. Leak testing did not reveal paravalvular leak. It was therefore not possible to reproduce the reported issue. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer is in the process of following up to obtain additional information about this event.

Event description:
A perceval pvs23 was implanted on (B)(6) 2018 in a patient with severe aortic stenosis and preserved left ventricular function. Due to excessive calcification of the sinotubular joint and a high aortotomy, the sizing procedure was difficult and the larger sizer could not reach the annulus to ensure the correct size was selected. However, it was reported that the selected sizer was snug. Following even debridement of the annulus, the valve was deployed and reportedly looked good. Post-dilation ballooning was performed. Following implant, intra-operative toe showed paraprosthetic regurgitation. It was reported that the stent folded intra-operatively at the non-coronary sinus, and that there was a tear in the aorta which necessitated a pericardial patch repair. It was stated that the valve likely folded due to external pressure applied during the removal of the vent. The aorta was re-clamped, and a sutured valve was implanted. The patient was discharged on the sixth post-operative day after an uneventful recovery.